Event description:
Reference mw5040892.

Manufacturer narrative:
A review of the internal documentation only showed a small anomaly on the segmentation step, of maximum 0.77mm of over segmentation on the medial plateau. This mistake however, could not have led to any guide instability during surgery or any issues with the fit of the tibial guide on the patient's bone. This mistake could have only caused a very minor gap between the guide and the tibial bone. Therefore, for this complaint, it can be concluded that no root cause was found during the investigation of the manufacturing process that indicates the device may have caused/contributed to the event.